Event description:
The customer reported that their ups burned down. As a result, the fire department was called and responded with a site visit. The equipment has been secured and the building was closed for the day. There has been no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).